Manufacturer narrative:
This report is submitted on november 6, 2023.

Event description:
Per the clinic, the patient experienced an infection and bleeding at the implant site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The issue resolved. The implanted device remains.